Event description:
Journal reference: chung et al. "Efficacy and safety of sacral neuromodulation (interstim) for the treatment of refractory overactive bladder symptoms and chronic pelvic pain." Korean j urol 2007;48(7):701-705. The authors evaluated the efficacy and safety of sacral neuromodulation for treating patients suffering with an overactive bladder (oab) or chronic pelvic pain (cpp) that was refractory to conservative therapies. A total of 30 patients underwent testing with sacral nerve modulation via either a traditional percutaneous approach or a staged procedure to predict the efficacy of this treatment for refractory oab and/or cpp. Seventeen patients underwent a procedure to implant a permanent sacral nerve stimulation. Average follow-up was 21.6 months. Reportable event: the complications reported related to the surgical operations included one case of infection at the stimulator insertion site. The stimulator was removed.